Event description:
It was reported that the customer had a blood glucose level of 44 mg/dl. Customer treated with candy. Customer stated there was an open circle on his pump. Customer was woken up by an alarm. Customer had an error code on the bayer meter. Customer was advised to change the battery. Customer's blood glucose level increased to 75 mg/dl by the end of the call. Once the battery was changed, customer was assisted with updating the time and date. Sensor reading increased from 44 mg/dl to 65 mg/dl. Customer stated that he gave himself a double bolus, which was against what his doctor recommended. Customer is aware that it caused his low blood glucose level. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.